Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Event date: unknown. Additional product code: jdo. (B)(4). Implant date: about 3 months prior to explant date. Manufacturing location: (B)(4). Manufacturing date: 30may2002. Part: 281.16, lot: 4421297 (non-sterile): lot was release to the warehouse on 30may2002. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a dynamic hip screw (dhs) plate, a lag screw, a compression screw and six cortex screws approximately three (3) months ago to address a sub trochanteric femur fracture. It was the surgeon's opinion that the originally implanted hardware was inappropriate for the type of fracture (fracture pattern) that the patient had sustained. The patient was revised on (B)(6) 2015 due to broken hardware and a non-union. The plate was found broken at screw hole number one; located right at the fracture line. It was reported that the surgeon reduced the fracture and collected bone matter using a reamer, irrigator aspirator and then implanted the following devices: a 12mm / 420mm, a 130 degree titanium cannulated trochanteric fixation nail, a 95mm helical blade, and two distal locking screws. The patient status was reported as excellent after the surgery. It was additionally reported that the surgeon was confident in the reduction, and that there was no additional medical intervention required during the procedure. Immediately after the surgery the patient was reported to be weight bearing. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 03june2002. Part: 281.16, lot: 4421297 (non-sterile): lot was release to the warehouse on 3june2002. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.